Event description:
The customer reported failure of freshly opened bottle of cidex opa. It was found that the customer was using the incorrect test strips. The clinical representative gave the customer the correct catalog number so that she could order the correct test strips. Attempted to follow-up with the customer to find out how long they had been using the incorrect strips and if there were any reports of patient injury. The customer did not call back.